Manufacturer narrative:
Eval summary: seventy five sealed and intact 29 g x 12.7 mm pen needles were returned from lot no. 8226548, cat no. 320690. All returned samples were checked for sufficient adhesive bonding for the needle to the post of the hub. All were above the minimum pull force required. We were unable to perform scanning electron microscope examination as the offending sample was not returned to establish the root cause of the complaint. All our needles fully conform to iso (B) (4) standard "stainless steel needle tubing for manufacture of medical devices. Annex "d" of ths standard deals with "test method for resistance of tubing to breakage". No further action.

Event description:
Spouse of a pt reported needle broke during injection which was removed by doctor in hospital.